Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was overheating. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Complaint of overheating could not be reproduced. Current readings for motor are normal and mdu did not overheat during functional testing. Product failed functional testing with hand piece error when inserted into mdu receptacle on test control unit. Cause of hand piece errors is a stuck left button assembly. Defective button switch is making the button assembly stick in the "on" position. Button switch has a small burr inside causing the keeper switch to stick when button assembly is fully pressed to activate motor and direction. The complaint of overheating was not confirmed. The root cause of hand piece error has been determined to be a defective button switch. Factors that could have contributed to the reported event include a burr in the bushing, a bad finish on the stem, or a defective spring. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.